Event description:
Device: dexcom g6 sensor, lot 7324512, pn 9500-45 on (B)(6) 2024, caregiver inserted dexcom g6 sensor on minor child's arm. The sensor deployed but the insertion needle failed to retract back into the applicator device, causing the insertion needle to remain deployed and adhered to patient's arm with the applicator also stuck on the patient's arm obscuring access to the sensor and needle. This is a known issue with this device and when it occurs, the manufacturer advises patients/caregivers to 'hit' the applicator with a hard object with the goal of mechanically 'unjamming' the retraction mechanism. Caregiver is familiar with this action from experience with this same failure mode in years past. Caregiver attempted this action several times and it did not work to unjam the retraction mechanism, leaving the sensor, needle and applicator remaining stuck on child's arm but now even more acutely painful. Caregiver had to manually pull the applicator and deployed needle off/out of child's arm, working against the sensor's adhesive, which was inaccessible under the applicator. While arm skin damage was slight and will quickly heal, this incident caused significant pain and added to emotional trauma to this child, who has endured this same sensor failure mode in the past. Adding this to the prior occurrences has exacerbated child's ongoing fear and anxiety around sensor insertions. From past occurrences, child was already refusing to attempt sensor insertions themselves and they now have deep anxiety about each insertion, even when aided by a caregiver. This is causing considerable disruption to child's progression to independence with managing their medical condition. (Child turns 18 in 6 months and cannot move out/away to live on their own until they can perform activities such as sensor insertions on their own.).